Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited low out of range pacing impedance measurements less than 200 ohms resulting in activation of the lead safety switch (lss) feature. Additionally, noise and intermittent oversensing was observed on another manufacturer's right atrial (ra) and rv leads. The device was programmed aair. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that no additional noise was observed after the device was programmed to aair. A lead fracture was suspected, however, was not confirmed. The physician will continue monitoring.

Manufacturer narrative:
--

Event description:
Additional information was received the pacemaker and ra lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms and continued noise. A lead fracture was suspected during physical examination. An invasive procedure was performed. The lead was surgically abandoned and replaced and the pacemaker remains implanted and in service. No additional adverse patient effects were reported.